Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s driveline was damaged in a new area due to wear and tear. It was further reported that the site noted a crack in the outer sheath which they taped. It was also reported that the patient has had a previous driveline sheath repair which was noted to be in good condition. The pump is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on risk documentation and historical review of similar events, a possible root cause of the driveline sheath damage may be attributed to multiple factors including, but not limited to, design issues and/or exposure to uv light. If information is provided in the future, a supplemental report will be issued.